Event description:
The customer reported that when they attempt to power their device on, it enters into a reboot cycle. The device would not have the ability to deliver defibrillation energy in this state. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.